Event description:
The contact stated that she noticed the customer's meter was set in mg/dl. Results in the memory were in mg/dl, and the customer was taking insulin based on the readings. No adverse events were alleged as a result of the wrong unit of measure. The customer was given a contour meter with the units of measure locked to mmol/l.